Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and due to colostomy, ileostomy closure, high risk for pulmonary embolism. At some time post filter deployment, it was alleged that the filter migrated to distal vena cava, tilted and struts perforated through cava wall. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. The medical records allege bard denali filter was deployed sing the pin-pull technique and this led to satisfactory deployment with very minimal tilting in a patient. Approximately one month later, attempted retrieval of migrated and tilled inferior vena cava filter. Access was gained via right internal jugular vein. A flush cavogram was then performed. This confirmed brisk opacification of the filter. There was obvious tilting of the filter and migration of the filter just above the iliac confluence. There was some evidence of struts penetration through the inferior vena cava wall as well. Then attempted to retrieve the filter. Initially, a glidewire was placed through the struts of the filter. Then exchanged the 5-french sheath for a 10-french retrieval sheath for the bard denali then system. The tip of 'the catheter was placed just above the inferior vena cava filter. A 12 x 40 mm balloon was deployed just below the filter struts. Then tried to use the balloon to disengage the hook of the filter away from the caval wall. This proved to be unsuccessful. Then utilized the snare, this was placed through the struts of the filter and was able to engage one of the struts while pulling this proximally into the sheath. The snare was advanced up to just below the hook and engaged one to two of the struts. Then attempted to displace the hook away from the caval wall and in doing so the patient readily experienced substantial back pain. Additional maneuvers were undertaken to try to accomplish this without eliciting pain, however, this was unsuccessful. At this point, it was concerned that the hook of the filter had penetrated through some of the caval wall and therefore trying to remove it could potentially lead to caval wall rupture. Hence, the removal procedure was aborted. Subsequent cavogram which again confirmed that the cava was widely patent. There was no evidence of any extravasation. After two weeks, computerized tomography-abdomen pelvis with contrast showed inferior vena caval filter which was angulated and extends beyond the confines of the inferior vena cava as described. Mild component was thought to reside external to the lumen of the cava as seen on axial image. The stripe, which was cephalad, and angulation extends through the caval wall and approximates the vicinity of the aorta. Additional struts were identifiable which were thought to reside external to the cava. These were seen at approximately aortic bifurcation level. After two years and three months, computerized tomography-abdomen pelvis with contrast showed that there has been interval placement of an infrarenal inferior vena cava filter with the apex of the filter projecting several millimeters beyond the border of the inferior vena cava. After four months, the patient presented for follow up regarding a tilted inferior vena cava filter. A computerized tomography scan of the abdomen and pelvis indicated that there has been a progression in tilting. There was an inferior vena cava filter with some atypically oriented components, some extending superiorly despite the orientation of the filter in general. There were components which were in contact with the right common iliac artery. Overall, the inferior vena cava filter appearance was stable. Therefore, the investigation is confirmed for alleged filter tilt, filter migration, perforation of the inferior vena cava, positioning issue and retrieval difficulties. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and due to colostomy, ileostomy closure, high risk for pulmonary embolism. At some time post filter deployment, it was alleged that the filter migrated to distal vena cava, tilted and struts perforated through cava wall. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.